Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and white particles leak test and microscopic analysis was performed which identified: striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.